Event description:
The customer received a questionable creatinine result for one patient sample. The creatinine reagent was a non-roche product. The initial result was 4.86 mg/dl and was reported outside the laboratory. This result was questioned by a physician. Another sample from the same patient was measured and generated the result as 0.74 mg/dl. This result was reported to the physician. On (B)(6) 2014, the first sample was repeated and the result was 0.8 mg/dl. There was no adverse event. A specific root cause could not be identified. Review of the provided data showed the absorbance was very high and then dropped after the r2 reagent dispense. A dispense failure of the r1 reagent due to a too low volume or foam on the optical path was assumed to be the root cause of the event.

Manufacturer narrative:
This event occurred in (B)(6).